Event description:
The customer reported to the baxter sales representative a problem regarding a pt reaction to the silver in the v-link. The female pt was admitted in 2009, for gynecological surgery. A 22 gauge saline lock was initiated with a v-link adaptor. The saline lock was flushed with saline and the pt reportedly developed a rash and hives. The saline lock was removed and another saline lock was restarted without a v-link adaptor. The pt did not experience a rash or hives. No tests were performed, the surgery was not delayed and the pt was discharged in the next day, having recovered from the events. The facility indicated that the rash and hives were not related to the saline flush, but related to the silver in the v-link adaptor. The pt was hospitalized for 24 hours due to the event of rash and hives.

Manufacturer narrative:
Companion samples of the same lot number are available and have been requested for eval. Should the samples be received for eval, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.